Manufacturer narrative:
The procedure was an elective case using the femoral approach. There was no pt info available. The target lesion was the proximal circumflex. The lesion was reported to be: de novo, heavily calcified, highly tortuous, and a 90% stenosis. A launcher 7fr. Guiding catheter was used. The lesion was pre-dilated with a quantum maverick balloon. Ivus was done using an eagle eye product although it was noted that the physician struggled to cross the lesion with the device. The physician attempted to cross the lesion with a cypher 3.0x18mm stent, but was unsuccessful. The sds was removed and the uplifted proximal stent strut was noted. The lesion was pre-dilated again with a quantum maverick. Another (new/different) cypher 3.0x18mm stent was implanted successfully. Please not that device is distributed outside the united states; however, it is similar to the united states product. The product is not available for evaluation and testing. A report was received that a cypher sds was associated with proximal stent strut uplift during use on a patient. The age, gender, and medical history of the involved patient were not provided. The reason for the patient's initial admission was not reported; but an elective angiogram revealed a lesion in the proximal circumflex that was described as de novo, 90% calcified, highly calcified and highly tortuous. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the introduction of a 3.00x18mm cypher stent. Attempts to cross the lesion were unsuccessful and the product was retrieved without injury to the patient. It is not known if the sds was pulled back into the guider or if it and the guider were removed as a single unit. Upon removal, the proximal struts of the stent were noted to be uplifted. The procedure was completed with the placement of another cypher stent. According to the procedural physician, the struts of the stent might have become stuck at the lesion during the difficulty delivery of the product. The product was not returned for analysis. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance. There are vessel and possible procedural factors that may have contributed to this event. Please note that this is the initial/final report for this product.

Event description:
The report from the affiliate indicated that during a coronary stenting procedure, the physician was not able to cross the target lesion with the cypher 3.0x18mm stent after pre-dilation. He then removed the stent delivery system (sds) in order to pre-dilate the lesion again. After removing the sds successfully from the pt, the proximal stent strut was noted to be uplifted. Another cypher 3.0 x 18mm stent was used to complete the procedure successfully. There was no reported pt injury. The physician's comment regarding the product problem was that the struts may have become stuck in the lesion during the crossing difficulty.